Manufacturer narrative:
Reference MFR. Complaint #wt1997-1-17-124. This report was submitted by plcm group, inc. Of alexandria va who represents apria healthcare, supplier of the pump to the end user. The pump and charger have not been returned for evaluation. Requests for info have not been answered. Co's records indicate that since the pump was sold to apria, servicing has been provided by homeco, their service vendor. On 9/1/1996, homeco replaced the original charger with a new unit. The fire occurred 25 days later. Without the actual unit, co is unable to determine a cause for the reported problem. Co will reopen this complaint when additional info is available.

Event description:
Insurance company rep reports a 19 yr old cp pt was being fed by the pump in his bedroom. A fire broke out in the house, possibly caused by the pump. The 19 yr old suffered burns on his feet and was treated at the hospital.